Manufacturer narrative:
(B)(4). It was reported that the patient was over the age of 18. (B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that an advanix biliary double pigtail stent was used during an endoscopic retrograde biliary drainage (erbd) procedure in the intrahepatic bile duct which was performed on (B)(6) 2015. According to the complainant, during the procedure, the device was attempted to be inserted into the intrahepatic duct. Due to the tortuosity of the lesion, the duodenal side of the stent kinked. As a result, the stent failed to be released and was completely removed from the patient. The procedure was completed using another advanix biliary double pigtail stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.